Event description:
Pt for surgery for right hip arthroplasty. Physician removed drain in right hip-part of drain broke off and remained in hip. Returned to surgery 3 days later for foreign body removal, right hip.